Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via call that they experienced high blood glucose level of 413 mg/dl. Customer was treated with manual shot. Customer had blood glucose level of 403 mg/dl. Customer did not allege insulin pump for under delivering. Customer declined to check air bubbles and leak. Customer declined to test insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not returned for analysis.